Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a shaft separation occurred. The 90% stenotic lesion was located in the calcified right common iliac artery (cia). The physician inserted another manufacturer's 7f sheath into the left femoral artery via the contralateral approach. The sheath was unable to be advanced to the lesion due to severe calcification. A v18 guidewire was advanced to the right superficial femoral artery (sfa) via a diagnosis and guide catheter. The 6x40 mm symmetry balloon was advanced to the right cia and was inflated twice to 8 atms. During withdrawal, the physician encountered strong resistance. The physician continued his attempt at removal of the balloon catheter against resistance and noted that the shaft of the balloon had separated. The shaft was separated 1 cm proximal to the balloons bonding section. Another manufacturer's 45 cm 7f sheath was advanced through the right femoral artery, and a goose neck snare was inserted. The v18 guide wire was removed with the snare. The snare was inserted again, and the separated portion of the balloon catheter was removed. Following retrieval of the separated portion of the catheter, blood flow was improved and the procedure was closed. No patient injuries or complications were reported. Patient status is listed as "no problem; stable."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch will be filed.